Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, functional testing and an alarm log review were performed. During the power on self-test and the alarm log review an f-49 alarm was identified. The alarm was caused by incorrect configuration settings. The device was reconfigured and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-49 alarm (malfunction in real time clock). The alarm was reported to have occurred before use. There was no patient involvement. No additional information is available.